Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. The usm was then installed onto a test platform where usm direction test was found to be failing on the axes controller, carriage rfid (accr), replicating the reported event. Once testing was completed, the accr was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3 to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the da vinci product involved with this complaint to perform failure analysis and testing is in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called in at the start of the case to report that the system was having recoverable fault 31085 in arm 3. Caller attempted to recover the fault multiple times, but it was not clearing. Caller was going through a hard reset. When system powered on, the fault returned. The technical service engineer (tse) informed that caller that the radio frequency identifier (rfid) device is the root cause of the fault and the next step is arm replacement. Caller stated they may move the case to the other system since they cannot perform the surgery with just 3 arms. System was offline during this call. There was no reported injury.